Event description:
Spontaneous. Patient reported defective cassettes; lot number unknown. No further information provided. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Unk. Did we replace product? Yes. Did the patient have a backup product they were able to switch to? Unknown but more were sent to pt was the patient able to successfully continue their therapy? Unknown; is the therapy life-sustaining? Yes; what is the outcome of the event? Resolved; describe in detail any, and all damage to the cassette: unknown. Reported to (B)(6) by pt/caregiver.